Event description:
Removal of codman right frontal ventriculo-peritoneal shunt due to enlargement of ventricles per computerized tomography scan. Upon visual examination, the shunt reservoir contained some precipitated blood, but the valves pumped and refilled well, but slowly. Replaced with right parietal pudenz low-pressure ventriculoperitoneal shunt.